Manufacturer narrative:
The device was evaluated by zoll medical united kingdom. The customer's report was duplicated and attributed to the monitor board. The monitor board will be replaced to resolve the report. Analysis of the report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.